Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. Patient also reported that as a result of not hearing the tone, only a vibration, patient experienced a low and fell down. Patient's sister provided cheese, a muffin and milk. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Patient stated device was set to vibrate prior to calling dexcom technical support. Patient reported current condition of feeling alright.